Event description:
The patient came in reporting pain due to a torn patella tendon. About 2 months after the primary surgery, the surgeon performed a patella tendon repair and revised the insert (with one of the same thickness). The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10 august 2023. Lot 2211627: (B)(4) items manufactured and released on 02-aug-2022. Expiration date: 2027-jul-11. No anomalies found related to the problem. To date, only this item of the same lot has been sold with no similar reported event during the period of review. Additional implant involved, batch review performed on 10 august 2023: gmk-sphere 02.15.e032 moto e-cross patella d32 (k213071) lot 2110549: (B)(4) items manufactured and released on 28-dec-2021. Expiration date: 2026-dec-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.